Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using original battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. The adapt tool reveals multiple failed batt test alarms were recorded after the event date on 08/19/2025 09:59:05.000, 09/04/2025 03:17:30.000, 09/11/2025 13:00:09.000, 09/14/2025 10:01:39.000 and on 10/05/2025 18:35:18.000. In addition, pump error 63 and pump error 4 were also recorded after the event date on 08/19/2025 09:59:02.000, 08/21/2025 09:05:47.000, 08/27/2025 18:54:52.000, 09/03/2025 10:36:47.000, 09/04/2025 03:17:27.000, 09/11/2025 13:00:06.000, 09/14/2025 10:01:36.000, 09/15/2025 15:55:40.000, 09/20/2025 11:33:43.000, 09/27/2025 22:20:04.000, 09/27/2025 22:20:04.000, 09/28/2025 09:56:53.000, 09/29/2025 22:07:01.000 and on 10/05/2025 18:35:15.000. File=2017 line=147. Per software engineering log pump error 63 was cause by twi interface on main/motor processor. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement, displacement and self test. No failed battery alarms noted during testing. Unit functioning properly. The pump received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with the following cosmetic damages: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). In conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation. However, pump error 63 and 4 were recorded after event date. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.